Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture-lens seal peeling) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/07/2015-product analysis:the device was returned and evaluated by product analysis on 06/17/2015 with the following findings:the display damage could not be confirmed. The pump powered on with a display functioning per specification. The pump case was cracked near the display. A battery compartment crack was discovered. Leak testing revealed a pump case leak and battery compartment leak. Moisture was observed on the pump¿s printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.